Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and verified issue upon arrival. Fe replaced the incubator block 2 pcb per current service procedures. Replaced worn bottle connector. Fe also noticed many clot errors in the log. Clot errors due to clots in the tubes. Fe checked the probe depth adjustment is in spec. Repairs verified by customer performing qc. All qc passed error free. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported a second incident of false negative reaction to an antibody screen when testing was performed on provue while positive in manual testing and when tested on a different provue.